Manufacturer narrative:
An internal quality system error occurred. This medical device report (MDR) is being submitted to replace manufacturer report number 2017865-2025-27896

Event description:
It was reported that a patient presented with migration of the device and dislodgement of the system leads due to twidder's syndrome. No electrical malfunction was reported. The system was revised during surgical intervention on (B)(6) 2025. The device was revised and the lads were extracted and replaced. The patient was stable throughout.